Event description:
On 12-jan-2026, it was reported by a sales representative via (B)(4) that an ar-4020c-07 biocomposite interference screw broke while putting the screw in. This was discovered during a procedure with no patient harm. The broken screw was removed, and the case was completed with another screw. It was reported that standard procedure or technique for implantation was followed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.